Event description:
(B)(6) complaint handling unit reported a breakage post op. Comminuted fracture of the left femoral shaft, stabilization by means of a intramedullary nail, date unknown, re-op stabilization of the left femoral fracture by means of a locking compression plate , 2-3 weeks before breakage, locking compression plate broke through an unoccupied combination plate hole , date unknown , implant removed on (B)(6) 2010.

Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.